Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and a non-boston scientific ra lead recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Out of range pacing lead impedance measurements of greater than 3000 ohms were found, as well as inappropriate atrial tachy response (atr) episodes. The patient was not pacemaker dependent at that time and the health care professional (hcp) stated the programming was to remain unchanged. This device remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a signal artifact monitoring (sam) episode was stored on this pacemaker, due to noise and oversensing of the minute ventilation (mv) feature signal on the atrial channel which caused inappropriate atrial tachy response (atr) episodes. Right atrial (ra) pace impedance measurements of greater than 3,000 ohms were observed. This pacemaker was explanted a few years later due to other, non product experience. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. An fsca was communicated to physicians for this behavior in december 2017, and a software update was released in january 2019, which eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a signal artifact monitoring (sam) episode was stored on this pacemaker, due to noise and oversensing of the minute ventilation (mv) feature signal on the atrial channel which caused inappropriate atrial tachy response (atr) episodes. Right atrial (ra) pace impedance measurements of greater than 3,000 ohms were observed. This pacemaker was explanted a few years later due to other, non product experience. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was explanted and returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. An fsca was communicated to physicians for this behavior in december 2017, and a software update was released in january 2019, which eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This device was explanted and returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. An fsca was communicated to physicians for this behavior in december 2017, and a software update was released in january 2019, which eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This device was explanted and returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. An fsca was communicated to physicians for this behavior in december 2017, and a software update was released in january 2019, which eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems. This device was included in the minute ventilation sensor signal oversensing advisory population. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a signal artifact monitoring (sam) episode was stored on this pacemaker, due to noise and oversensing of the minute ventilation (mv) feature signal on the atrial channel which caused inappropriate atrial tachy response (atr) episodes. Right atrial (ra) pace impedance measurements of greater than 3,000 ohms were observed. This pacemaker was explanted a few years later due to other, non product experience. No adverse patient effects were reported.